Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ulceration is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The intestinal tube laid in the small intestine, it seemed that the intestinal tube eroded the pylorus. The intestinal tube laid in the deformed eroded part in the duodenum. The peg-j was removed and the patient was back on oral medication for half a year.